Event description:
It was reported that the left ventricle lv lead was explanted due to failure to capture and out of range impedance caused by a lead fracture. Another lv lead was implanted. No additional patient adverse effects were reported.